Event description:
It was reported that a homechoice device experienced an unspecified problem. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. A review of the event history log noted a presence of the system error 2046. The device underwent a visual inspection and functional testing. During this evaluation, the homechoice device was determined to not meet specifications because there was an issue with the membrane gasket. The membrane gasket was replaced and the device had successful electrical safety testing along with a short simulated therapy that found no other issues. Although the type of reported event was not specified, the device was verified to have an issue of system error 2046 due to a membrane gasket. Should additional relevant information become available, a supplemental report will be submitted.